Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed button error and the keys weren't responding. The device had alarmed while customer was in the plane. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.